Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue and stent migration occurred. An 8.0x40x135cm express¿ ld vascular stent was advanced to the lesion. While expanding the stent with the balloon, the balloon "melon seeded" and the stent was deployed but migrated a few millimeters distally. The stent failed to deploy in the desired spot; however, the physician was able to cover the lesion though and the procedure was completed with this device. No patient complications were reported and the patient's status was stable.